Event description:
It has been reported that upon opening the sterile packing of the articular surface, debris was found.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2016-04153.